Event description:
It was reported that a lead tip broke off upon lead removal, and the tip was left in the pt. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).